Manufacturer narrative:
Updated 4, d9, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) h11. After the fault was discovered, the equipment was shut down and restarted, and the fault disappeared. The issue is not reoccurring currently device is in clinical use and no onsite service has been done by fse.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm when the equipment was in use. There was no harm reported.